Event description:
The customer reported that during a hysterectomy, the activation button on the device stopped working. The patient was not injured but duration of the procedure was prolonged for approximately 45 minutes as the procedure was completed by suturing.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The investigation found that the button on the handswitch had no tactile. The device was plugged into the generator and did not activate when the button was pressed. The device has two buttons on each side of the instrument. The opposite side functioned properly. The device was disassembled and the flex switch dome was not collapsed. The customer reported that the activation button stopped working as if it was stuck. The reported condition was confirmed. Pmv investigation could not determine the cause for no button tactile. The button was not damaged and the instrument was assembled correctly. No other complaints of this nature have been reported. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode.